Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4) used to capture the surgical intervention if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for loosening femoral component and questionable loosening of the tibial component : abnormal radiographic evaluation. Event is serious and is considered moderate. Event is definitely related to device and definitely not related to procedure. Date of implantation: (B)(6) /2004; date of event: (B)(6) 2019; (left knee).